Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy. Intermittent capture was observed. Lead dislodgement was found. Lead was explanted and replaced when repositioning was unsuccessful.